Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP pro device. The manufacturer received information from the patient alleging black particles and/or dust. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP pro device. The manufacturer received information from the patient alleging black particles and/or dust. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of black particles inside. The blower box, blower, blower outlet seal, blower isolators, "o" ring, accessory module flip door, sd over flip door, upper enclosure, ui panel assembly, pressure sensor seal, flow sensor seal, blower upper cap, rear panel, and the bottom enclosure were all contaminated with black particles. The sd card was scanned for malware, nothing was found. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.